Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty cycler is leaving too much peritoneal dialysis fluid in the abdomen. Patient reported draining out 5000ml when he performed a manual drain. The patient's allegation of a 5000ml manual drain does indicate an episode of increased intraperitoneal volume (iipv) and a device malfunction. Follow up with the patient¿s peritoneal dialysis nurse did not indicate that there was any serious injury or medical intervention for the alleged overfill. It was reported that the patient has fibrin and pink drain effluent. Patient treatment details were submitted for evaluation and did not support the allegation of a device malfunction that may have contributed to an increased intraperitoneal volume (iipv).

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The simulated treatment was performed, completed without any failures or problems. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. An internal inspection of the cycler found that there was no visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."